Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B)(4).

Event description:
A surgeon reported that after phacoemulsification during intraocular lens (iol) implant surgery, it was discovered that the lens haptic was broken. Another lens was not available, so the surgery was cancelled and the pt was left aphakic and hospitalized. The surgery was performed the following day. The pt is doing well.